Event description:
A customer reported the tower where the keyboard sits will not lock on their affiniti 70 ultrasound system. No patient or user was harmed as a result of the issue.

Manufacturer narrative:
A philips service engineer replaced the control panel articulation arm to resolve the issue. The system has been placed back into service with no additional complaints regarding this issue reported by the customer post repair.